Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement and active current measurement. Pump was monitored and tested with no low battery alert or unexpected battery power loss noted. Pump error hardware low level failure alarm during self test and confirmed in the pump history file due to broken trace on u1 keypad assembly. (Variable information 03). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had change battery multiple times. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.